Manufacturer narrative:
Additional reporter name: (B)(6). Additional email address: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. It was noted that the customer was also experiencing trigger issues. The fluid lumen was not transduced post iabp insertion and the y-fitting was capped. The team switched over to the radial arterial line as alternate access. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and returned maquet sheath. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.7cm from the iab tip. Further visual examination of the product detected that the optical fiber was also broken at this location. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025" guidewire was inserted through the inner lumen and an obstruction of flow was felt at the kink location. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.